Manufacturer narrative:
Initial and final MDR 1873378- MDR 3003442380-2024-04398- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported three infusion set tubing detached from connector which led to hyperglycemia. The highest blood glucose reported was 585 mg/dl for which correction injection via multiple daily injection (mdi) was used. Customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.